Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Manufacturer narrative:
The viper2 straight 480mm cocr rod (product code: 1967-89-480, lot number: unknown) was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record (DHR) could not be performed as the lot number was not provided. A 12-month review of the complaint trend analysis for the viper 2 rod was conducted on the specific product code. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. Without the rod we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If the rod is returned at a later date, the complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon had to replace a broken rod that was placed (B)(6) 2013. The rod was placed from t4-p. It broke on the left side between l3-4. The patient had no interbody device placed in the original surgery. Revision surgery was performed to remove the broken rod.